Manufacturer narrative:
Result: retaining ring on siderail. This user facility serves as the health care provider for one of the states prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the devices instructions for use.

Event description:
It was reported by service report that the head right siderail was not attached to one of the timing linkage arms. The siderail was stuck down and could not be raised. It is unk if there was pt involvement or if there are adverse consequences to report.